Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat pad was peeled off. The issue was discovered during a therapeutic laparoscopic total gastrectomy procedure. The procedure was completed successfully with another similar device. There were no reports of patient harm.